Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06420. It was reported that high threshold, high impedance and high sensing threshold was noted on the right atrial (ra) lead. Right ventricular lead exhibited similar signal present on ra lead. During the revision procedure, both the leads were found to be dislodged and tangled in each other due to twiddler syndrome. Ra lead was attempted to repositioned, but the physician was unable to advance lead stylet to tip of lead to enable repositioning. Ra lead was explanted without any complications. Helix was unable to be retracted for rv lead. Manual extraction of rv also failed. Physician decided to abandon the rv lead without implantation of new rv because patient's ejection fraction was improving to 40-50% and thus no longer needs the defibrillator lead. The new ra lead was implanted with all the parameters within acceptable limits. All the leads were then reconnected to existing device with required settings. A note was mentioned in device to not turn on rv lead due to being abandoned in ra. The patient was stable.